Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. Since there was no evidence of a manufacturing issue, no corrective actions were taken.

Event description:
During treatment of an internal carotid/posterior communicating artery aneurysm, after the ultipaq coil was deployed in the aneurysm, it could not be detached. The connection was checked and detachment button was pressed three additional times. The coil was retrieved and another new coil (deltaplush) was deployed, which was detached with no problem. Another three coils were detached after that. It was unknown if the pre-deployment electrical check was performed, but it was reported that all lights illuminated when pressing the power button and the audible signal beep was heard. The cable was not replaced for this problem. There was no serious injury or required intervention as a result of the complaint.